Event description:
New information received notes that the patient was stable before and after the programming intervention.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the pacemaker went into backup vvi mode due to event queue overflow. Programming changes was performed to restore the device. The condition of the patient was unknown.

Manufacturer narrative:
Further information was requested but not received.